Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, lens got stuck in loading cartridge and was unable to be implanted. A new cartridge and lens was used to complete the procedure. Additional information was received, in surgeons opinion the event was due to improper loading of the lens on lens loader and there was no patient harm.

Manufacturer narrative:
Additional information was provided in h.3.,h.6 and h.11. The lens was returned in the qualified company cartridge in a plastic baggie along with the disassembled lens case. Inadequate viscoelastic was observed in the cartridge. The lens was torn into pieces in the cartridge. Half of the optic was broken and located between the loading area and the nozzle entry area. The optic was pressed up, instead of biased down. The trailing haptic was extended backward. The other half of the optic was broken and located at the fill line, pressed up, instead of biased down. The leading haptic extended into the cartridge tip. The leading haptic was broken in the distal area. The distal area was misfolded backward underneath the optic. The cartridge wings displayed evidence of being placed into a handpiece. The cartridge was cleaned for further evaluation. The lens portions were removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified cartridge, handpiece and viscoelastic combination were used. The lens was inside the cartridge, torn into pieces, and pressed up instead of down. The root cause for the reported complaint was most likely related to a failure to follow the IFU (instructions for use). An inadequate amount of viscoelastic was observed. The IFU also instructs to completely fill the cartridge with ovd (ophthalmic viscosurgical device) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The broken lens portions were pressed up, instead of biased down per the IFU. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The questionnaire indicated that the lens was inside the cartridge for five minutes. The length of time is beyond the recommended time per the IFU. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol (intra ocular lens) to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. Also, the questionnaire response indicated that in the surgeon¿s opinion, improper loading of the lens on lens loader was the cause of the event. The manufacturer internal reference number is: (B)(4).